Event description:
Caller states that she tested 432mg/dl on the device and felt weak and dizzy. The paramedics were called and 10 minutes later tested customer at 132mg/dl on their device. The customer reports being transported to the hospital where she tested 132mg/dl on the hospital device. No treatment for blood glucose reported. No quality controls were used. Requested return of suspect device and replacement was sent.